Event description:
It was reported that device detachment occurred. The 90% stenosed, 23 x 2.8 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. Before the procedure, the joint fell off and after several attempts it was determined that the device could not be used. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name - the first affiliated hospital of wenzhou medical university.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that device detachment occurred. The 90% stenosed, 23 x 2.8 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. Before the procedure, the joint fell off and after several attempts it was determined that the device could not be used. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the part of the catheter where the joint fell off was on the part near the telescope.

Event description:
It was reported that device detachment occurred. The 90% stenosed, 23 x 2.8 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. Before the procedure, the joint fell off and after several attempts it was determined that the device could not be used. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital the device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. A media review of a photo provided by the client showed that the catheter was partially visible with a kink and does not show evidence of the problem.